Event description:
It was reported that ¿early friday morning¿ while sleeping the patient got a shock from her head to her toes. The patient got stomach discomfort later that day, so she went to the hospital. The healthcare provider (hcp) checked the patient out and could not find anything wrong with her and could not explain what could have caused the shocking sensation. It was noted that the patient usually did not even feel stimulation, unless she was turning it on. The patient had no therapy issue. Two days later it was reported that patient had to go to the emergency room (ER) over the weekend because she experienced a big shock. It was noted that the shock did not repeat itself and the patient was programmed to a low amplitude of 1.6 volts. The reporter stated that the patient was very sensitive to changes. The implant was checked with the patient programmer and ¿a man and a battery¿ were seen, but no code was recorded. Later that day it was reported that the patient was at the ER for ¿about six hours.¿ the patient was assured by the doctor who examined her that it was probably not the device, since her voltage was only 1.6. The patient¿s husband was the one to check the system with programmer. The patient¿s husband changed the battery in the programmer and synced with the implant. It was discovered that the patient was at 3.92 volts, so it was ¿not a low generator battery¿ and the she was decreased to 3.6 volts. Three days later it was reported that the shocking sensation did not reoccur. The patient was ¿coming in on monday.¿ four days later it was reported that they could not get the programmer to display the unknown reported code. The patient ¿never used¿ her programmer and only had to be programmed once by the nurse. The reporter interrogated the implant and no power on resets (por) were seen on the clinician programmer. There were no observations in the implant observations box. No warning screens appeared when the amplitude was increased. Palpating led to no changes in the patient¿s therapy. However, the patient stated that she did get some sensations from her lead and extension connection site down to her generator. This issue was not positional, but happened randomly. There were no apparent system issues that could be the root cause and the nurse noted that it simply could be sensitivity to the system. There was no bowstringing or mechanical issue noted by the nurse with the lead and extension. All impedances were within range and no problems were found. No further shocking had been reported and the patient was receiving the same benefit as before the incident. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v031488, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).